Event description:
The device was explanted and replaced.

Manufacturer narrative:
This device was included in that field action, but returned product testing found the device did not perform as described in the field action. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. No anomalies were found. Products: 6947 implantable tachy lead 2010 (B)(6). (B)(4).

Event description:
It was reported that device longevity seemed low for a device that had been implanted for approximately three years and with only two shocks in the device lifetime. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it the time is approaching for device replacement. The device was not at elective replacement indicator as of (B)(6) 2013.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.